Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the it was observed that the device had a hole near the muffler below the hose ring and hose muffler housing measuring approximately 1/2 inch. It was determined that this was caused by a manufacturing fixture. This issue was escalated to CAPA. It was also noted that there were four other small holes along the hose between the motor and the pr valve. It was determined that his was due to wear over time. During functional testing, it was observed that the device had a low power reading (74,805 rotations per minute (rpms); manufacturer's specification calls for 75,000 or higher ). During disassembling it was observed that the vanes were worn and there was debris in the cylinder, which are components of the motor assembly. It was further determined that the device was powerbroken. Therefore, the reported condition was confirmed. The assignable root cause determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device had a hole in the hose. During an in-house engineering evaluation, it was observed that the motor had a hole near the muffler below the hose ring and hose muffler housing measuring approximately 1/2 inch. It was also noted that there were four small holes along the hose between the motor and the pressure release (pr) valve, the device had a low power reading and the device had unintended motion(powerbroken). It was reported that there were no delays and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.